Manufacturer narrative:
Batch review performed on 06 march 2020: lot 186065: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-sphere 02.12.0003r femoral component sphere cemented # 3 r lot. 165052 (k121416). Batch review performed on 06 march 2020: lot 165052: (B)(4) items manufactured and released on 11-oct-2016. Expiration date: 2021-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing # 2 lot. 165518 (k090988). Batch review performed on 06 march 2020: lot 165518: (B)(4) items manufactured and released on 21-nov-2016. Expiration date: 2021-11-07. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.t4i3r tibial tray fixed cemented # t4-i3 r lot. 163353 (k121416). Batch review performed on 06 march 2020: lot 163353: (B)(4) items manufactured and released on 26-jul-2016. Expiration date: 2021-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2017. On (B)(6) 2019, the poly was revised because of an infection. Presently, on (B)(6) 2020, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and removed all hardware and proceeded to implant an antibiotic spacer. The surgery was completed successfully.